Event description:
Patient reports she just dropped her pump today and the push rod on the inside broke so she cannot use it. (B)(4) . This occurred while patient was using the pump but she switched to her other pump without issue. No injury reported. Pharmacy is sending a replacement pump and patient will send this one back for investigation. Dose or amount: 46.8ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2016 to current.